Manufacturer narrative:
H3, h6: the device was returned for root cause analysis. The investigation was able to duplicate the customer reported issue. The device underwent a visual inspection, functional testing, and review of the event history log. The pump was found to have a faulty latch sensor that could not differentiate between latched and unlatched state, which resulted in the cassette sensing issue. The cause of the customer reported problem was the faulty latch sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump was in good physical condition. The manufacturer representative replaced the latch sensor.

Event description:
It was reported that the cassette was locked, but not attached. The event occurred before patient use.